Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients diagnostic implantable cardiac monitor (icm) had triggered recommended replacement time (rrt). Due to the time since implant this rrt is considered early. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.